Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement main circuit board as part of a warranty claim. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral main circuit board was missing 1 of 2 pressure transducers. The device was not in patient use when the reported event occurred.